Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device's display blanked out. The clinician replaced the battery and the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.